Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On an unknown date, the patient was hospitalized and given proper management and medical treatment (no further details were reported). The patient was planned to be transferred to hemodialysis due to the event. At the time of this report, peritonitis was ongoing. The reporter declined to provide additional information.